Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no physical damage is observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving unspecified low readings from the adc freestyle libre sensor as compared to readings obtained on a healthcare meter. The customer reported that he relies solely on the sensor scan results to make diabetic treatment decisions. On an unknown day, customer experienced loss of balance and loss of consciousness. The customer could not recall the sensor readings related to this event and no treatment was reported. The customer also began to experience "chills and shivers". A few days later, the customer self-presented to the hospital due to bruising on toes, and had to have gangrene removed from his foot. During his hospital stay the customer reported that the readings obtained from the sensor were "2-3 points off" from readings obtained on a healthcare meter. It is unknown if customer received any diabetes-related treatment as customer was unable to recall any details. The customer provided one comparison of 5.7 mmol/l laboratory blood glucose result compared to 2.9 mmol/l scan reading. The customer was reportedly hospitalized for 3-4 weeks and discharged on (B)(6) 2021. It is unknown if the customer's hospitalization was related to the reported sensor reading issue. No additional information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving unspecified low readings from the adc freestyle libre sensor as compared to readings obtained on a healthcare meter. The customer reported that he relies solely on the sensor scan results to make diabetic treatment decisions. On an unknown day, customer experienced loss of balance and loss of consciousness. The customer could not recall the sensor readings related to this event and no treatment was reported. The customer also began to experience "chills and shivers". A few days later, the customer self-presented to the hospital due to bruising on toes, and had to have gangrene removed from his foot. During his hospital stay the customer reported that the readings obtained from the sensor were "2-3 points off" from readings obtained on a healthcare meter. It is unknown if customer received any diabetes-related treatment as customer was unable to recall any details. The customer provided one comparison of 5.7 mmol/l laboratory blood glucose result compared to 2.9 mmol/l scan reading. The customer was reportedly hospitalized for 3-4 weeks and discharged on (B)(6) 2021. It is unknown if the customer's hospitalization was related to the reported sensor reading issue. No additional information was provided. There was no report of death or permanent injury associated with this event.